Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v339125, implanted: (B)(6) 2009, product type: lead. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported the patient¿s bladder had dropped. This ¿possibly¿ started in (B)(6) 2013 and the patient had been going to the bathroom more. A loss of therapeutic effect was noted. The patient was not sure if this was because of other factors. Surgery to lift the bladder was done in (B)(6) 2014. In addition, the device had been shut off since (B)(6) and had worked before (B)(6) 2014 because they had reprogramming done prior. No outcome was provided with this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.